Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01820.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay performed with multiple patients. This MFR. Addresses patient 1, and is report two (2) of two (2). The customer reported one false positive result on a nasopharyngeal wipe with ID now covid-19 assay. Confirmation testing was performed with two pcr models which generated negative results. Per the customer, the patient was pregnant. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
Additional information: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.